Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer advised that they could not hear alarms. The rse determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported speaker malfunction. There was no sound. The device was in use at time of event, there was no adverse event reported.